Manufacturer narrative:
Product and images were not returned for evaluation, so the issue could not be verified. If the sample or image is received at a later time, the investigation will be updated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "incorrect positioning or orientation of the filter", "death", and "filter migration/movement" are potential complications cited in the IFU associated with this product.

Event description:
Doctor was putting an option in from the groin and it did not open. It migrated into the heart and when she went to snare the filter it did open all the way. She was able to snare it and remove it.